Event description:
Resident was being transferred from her bed to her wheelchair (motorized) with the lift mfg by co, when the sling she was in, broke, causing the resident to fall to the floor and getting an abrasion to the back of her head.